Event description:
A customer reported experiencing a cartridge alarm with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as a corrective action. They confirmed the shipping details with the customer and provided instructions on placing the old pump into storage mode before returning it. A replacement pump with updated software was sent, and the customer was advised on programming their settings and connecting their continuous glucose monitor to the new pump. The customer opted for delivery with a signature and was informed about returning the problematic pump within ten days to avoid additional charges.